Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information provided indicated at the patient's last visit dlk and erosion were resolved but epithelial basement membrane dystrophy was present. The patient did not have a follow up visit scheduled and will not return phone calls.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with trace to grade one diffuse lamellar keratitis (dlk) in the right eye three days post lasik procedure. Patient noted right eye as very painful, watery and light sensitive. Reporter indicated topical steroid eye drop was increased. At resolution the patient reported feeling better and not feeling light sensitive or pain anymore. Additional information received from the reporter stating the patient had erosion right eye at the one month post op visit. Patient presented with cloudy and double vision. Reporter indicated a bandage contact lens was placed on the right eye. The patient reported at the last follow up visit that the vision was not cloudy anymore. Patient is continued to be monitored.